Manufacturer narrative:
In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this 21mm valve was explanted from the aortic position after an implant duration of 14 days for unknown reason. Another edwards valve of the same model and size was implanted in replacement. An edwards ring was implanted in the tricuspid position at the second surgery. No other information was provided.

Event description:
It was reported via the implant patient registry that this 21mm valve was explanted from the aortic position after an implant duration of 14 days for prophylactic reasons. As per the surgeon, the patient was initially diagnosed with aortic valve endocarditis and hence the first operation. Subsequently the patient was also found to have mitral valve infection which was not obvious on the first echo assessment. The patient had to go back to theatre but to do the mitral it was needed to remove the aortic valve and this was the only reason for the explant. There was nothing wrong with the explanted valve, just poor access. Another edwards valve of the same model and size was implanted in replacement. An edwards ring was implanted in the tricuspid position at the second surgery.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5 and h6. On occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury and there was nothing wrong with the explanted valve. Based on the available information, the root cause of the event was likely due to patient and procedural factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.